Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the analysts found that there was corruption of the memory of the circuit board. The circuit board will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with an lcd 1836 error. There were no reported adverse events.